Event description:
Boston scientific crm received info that the pt with this pacemaker died due to an unk cause, however, the pt's family believes that this device was involved. It was reported that there was difficulty regulating this pt's heart rate for an unk reason, and that the pt had fallen several times during the time the device was implanted. This pt had previously experienced a stroke, and was unable to speak or respond. Additionally, it was noted that it was thought that this device had shocked this pt. The pt went into the hospital for a device check, and expired later that evening.

Manufacturer narrative:
Not returned. It was reported that this device and the associated leads were explanted at the time of the pt's death. However, none of these products have been returned for analysis. At this time, no additional info is available. If additional info becomes available, this event will be updated.